Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was explanted and exchanged in a secondary procedure. The clinical reason for explant was residual refractive error. Additional information received stated the quality intraocular lens did not contribute to event. The event occurred due to inaccurate system measurements.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).